Event description:
It was reported that the patient experienced an unspecified malfunction on (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced loss of consciousness and was assisted by her husband. The patient stated the husband provided treatment, however; she did not provide any information on the treatment. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.